Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that output connector assembly was broken on the external pulse generator (epg). It was noted that the hanger assembly, hanger o-ring, and hanger screw were missing. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) ventricular (v) port would not retain the patient cable connector. It was also reported that the v port was broken and was missing hardware. The epg was returned for repair. There was no patient involvement.